Event description:
It was reported that a home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) while connected during dwell. The patient was advised to notify their nurse of the event and was to complete therapy using manual exchanges. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported event could not be determined with the available information. Should relevant additional information become available, a follow-up report will be submitted.